Manufacturer narrative:
Device evaluation: returned device was received with top case cracked by the tube holder and bottom case cracked by the "l" bracket pole clamp. Cracked right plunger case and visible contamination on the device. Evidence of reported problem in event log was found. During the evaluation of the device it was not possible to determine the customers reported condition. No external damage / contamination on main pc board, plunger cable or plunger board. Upgraded needed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump was not reading the pressure sensor correctly. No patient involvement.